Event description:
It was reported that the omni fenestrating drill (p/n 144-00032) broke off in the patient intraoperatively. The broken piece was left in the patient. The surgery was otherwise successful and there were no patient effects reported.